Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred in portugal while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Investigation found the lancet does not retract after firing and extends beyond the end of the correctly positioned protective end cap of the lancing device. No adverse event. The device forwarded to investigative unit.